Manufacturer narrative:
(B)(4). Per the instructions for use, valve regurgitation, device embolization, and cardiovascular injury are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Potential contributing factors to valve regurgitation include malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Potential contributing factors to ventricular embolization include improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, central regurgitation appears to have resulted from post dilation of the valve. Review of the (B)(4) report confirms a lack of native annular calcium but shows the leaflets were severely calcified, rather than moderately calcified. The aortic dissection may be related to valve oversizing; the annular measurements were below the annulus size range for a 23mm valve. Per report, the valve embolization may have been related to device manipulation, although this cannot be confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transaortic tavr procedure, a 23 mm sapien xt valve was deployed with less 1cc of volume in the balloon. The valve landed in a 50:50 position in the native annulus and a small paravalvular leak (pvl) was noted. The valve was post dilated with an additional 1cc of volume and tee showed no pvl. After the guidewire was removed, angiography showed severe central aortic insufficiency (cai). Tee confirmed the cai and showed the valve was migrating toward the ventricle. A second sapien xt valve was prepared and attempts were made to re-cross the native valve when the valve embolized completely into the left ventricle. The patient was converted to open heart surgery where the sapien xt valve was removed from the ventricle and a 19mm trifecta valve was placed. During open replacement, a tear in the aorta was noted below the left main coronary artery. The tear was repaired and the patient was transported to recovery in stable condition. It was hypothesized that the delivery system may have moved the first valve during positioning of the second valve or the tear in the aorta may have altered the native annulus, causing the valve to embolize into the ventricle. The image intensifier angle was good; the coaxial alignment of the valve and delivery system were good. Per the (B)(4) report, the aortic annulus diameter was 16.6mm x 21.5mm with an area of 292.8mm2. The annulus on tee was 19mm in diameter. The sinotubular junction measured 22.6mm and was not calcified; the aortic leaflets were reported as moderately calcified; there was no annular calcification; there was no aortic root calcification; there was no loss of pacing capture during valve deployment.